Manufacturer narrative:
Insulin pump received with a blank display with constant steady white light on the display due to moisture damage electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump steady white light on the display. No critical pump error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that the pump was making a notification, pump pointing to an open book. Customer reported that they received a critical pump error image on the pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.